Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient's pocket site is infected. The patient has been given oral antibiotics and the physician is requesting written guidance on infection management. Ts cited a journal article in ep lab digest from january 2015 that does discuss an approach to infection management. The link to the journal article was sent to the local representative. Boston scientific received information that this local representative contacted ts again to report that the patient has been scheduled for device explant due to pocket erosion. The electrode will be surgically capped. Boston scientific received information from the local representative that the patient was presented back to the electrophysiology (ep) laboratory. The device was explanted and the electrode was surgically capped due to pocket erosion and previous infection.